Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. Labeling records were reviewed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is known inherent risk to procedure. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported the pedicle screw was found to be loose post-operatively. During the original surgery, the left t12 thru l5 and the right l2 thru s1 was treated with sequoia instrumentation and an interbody at l4-l5. Revision surgery was performed due to failed fusion due to the pt not following post-op instructions as well as the surgeon believed the screw at right l5 was loose. During revision surgery, the construct was evened our on both sides and the 6.5x50mm screw at the right l5 was replaced with a 7.5x50mm screw.